Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message after starting up was confirmed during the event log review and functional testing. The root cause of the reported error message was a failure of the cooling engine (ce). The event log review indicated tcmid:06 error messages, thus, confirming the customer's reported complaint. The thermogard system failed preliminary functional testing due to the tcmid:06 error message displayed during post, thus, confirming the customer's reported complaint. The heater was checked and the temperature fuse was reset, but the error was not cleared. The cooling engine was observed to be leaking, and it sporadically did not stop the heating phase. The cooling engine assembly needs to be replaced to address the tcmid:06 and leak. Due to the age of the device, it will not be repaired. The customer will scrap the device. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) error message after starting up. The customer used a second thermogard to continue the treatment. No impact or consequence to the patient.